Event description:
Customer reported an issue with the passport 2 monitor, which may have affected spo2 monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the unit and verified the reported problem. Corrections included replacement of the spo2 board and reseating the cable. Unit was safety tested to factory's specifications.